Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 145, 5-in-6 guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the connection of the delivery shaft and the guide catheter became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood found inside and outside of the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, a partial separation at the collar, tip damage and a kink in the distal shaft located 18cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 145, 5-in-6 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connection of the delivery shaft and the guide catheter became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.